Manufacturer narrative:
The soft cannula was not observed to be bent/kinked. Insulin was able to freely flow through the fluid path. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 390-400 mg/dl while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). When removed from the infusion site, the pod's cannula was found bent. Ketones were checked and trace amounts were found to be present. As treatment, boluses were administered and a new pod was applied.